Event description:
The customer reported that the probe of the ortho provue analyzer dripped fluid into the reagent cells on board the instrument. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
The customer indicated they discovered that the tubing connection to the waste bottle was not connected properly resulting in the leakage. The proper connection to the waste bottle has returned the analyzer to expected operation. No repairs were required. The customer has not logged any similar complaints against this instrument since this incident. Incident is isolated.